Manufacturer narrative:
Mentor received an update regarding the events submitted in the initial report. The patient underwent bilateral explantation on (B)(6) 2019 and replaced with a 450cc mentor memorygel breast implant on the left side (catalog number 3504504bc, serial number (B)(4) and a 425cc mentor memorygel breast implant on the right side (catalog number 3504254bc, serial number (B)(4). In section b, "required intervention" has been selected in place of "other serious". In section h, the method code has been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with an unspecified 425cc mentor memorygel breast implant and experienced postoperative bilateral capsular contracture baker grade iii-IV. The diagnosis was confirmed by physician upon examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.